Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint was for a leak. The complaint was not confirmed and the cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a check heater line alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated they noticed leakage around the heater line. The technical service representative (tsr) had the hp cycle the power to end therapy and disconnect from the machine. The tsr assisted the hp to end therapy and advised the hp to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the hp. The hp confirmed the leak was coming from the cassette. The hp did not notice any other defects on any of the supplies. The hp stated they were able to continue once they started over with new supplies. There was no report of injury or medical intervention.